Manufacturer narrative:
(B)(4). Concomitant products: 00811400110, femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length, 63311640. Report source, foreign ¿ event occurred in the(B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had a revision procedure four months post-implantation due to dislocation. It was further reported the patient experienced a calcar fracture on an unknown date. Attempts to obtain additional information have been made; however, no more is available. No additional patient consequences were reported.